Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The dealer states that the left side frame broke at the weld. The dealer has no further information to provide.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the weld/tubing was broken at the lower rear of the left side frame. An expanded evaluation was performed. The expanded evaluation report confirmed the broken weld at the bottom of the back cane.

Event description:
The dealer states that the left side frame broke at the weld. The dealer has no further information to provide.